Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarmed battery out limit after a battery change. The customer's blood glucose was 359 mg/dl. The customer stated that they had stored the insulin pump with a dead battery for an extended period of time. The customer stated that they had delivered a bolus with omni pod pump. The customer stated that their blood glucose was 261 mg/dl in the morning; they had been running high up to 300 mg/dl and above. Their blood glucose was 162 mg/dl, 302 mg/dl, 278 mg/dl, on another day it was 342 mg/dl, 524 mg/dl, then 307 mg/dl. They changed the pod on the pump and then the next morning their blood glucose went down to 125 mg/dl, and 90 mg/dl, went up again to above 200 mg/dl and above 400 mg/dl the day prior to the phone call. So, the customer stated, that they did not trust the omni pod pump and they were switching to the minimed insulin pump. Nothing further was reported.